Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: reporter telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - clinical code: 4581 pertains to both incision enlargement and device decentered or dislocated or tilted subluxated or wrong position. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that tecnis single piece monofocal intraocular lens (iol) was explanted as noticed lens tumbling/ unstable after injecting in bag. The pre-operative vision was 6/60. Lens inserted in the patients right eye and removed during same procedure. Incision was enlarged and vitrectomy was required. Additional information received revealed that the patient had no anatomical abnormalities. Customer used healon gv pro which is less viscous, so it would come out easily from bag when the iol was injected. Then while trying to positioning the iol in the bag, it was noted that the iol was tumbling and was not stable thus explanted. Lens was fully inserted and then removed and replaced with another competitor 3 piece iol during same procedure for sulcus support as no backup 3 piece tecnis was available in facility. No further information is available.